Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 577 mg/dl at the time of incident. Troubleshooting advised customer to prime the device and found that the insulin could exit the tubing. The customer was advised to change out their set and reservoir. The device will not be returned for analysis.